Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the patient had mentioned that there was an issue with the right atrial lead which was known at the previous follow up. Sensing and impedances testing of the atrial lead failed to produce any data and there was not activity visible on the atrial channel during testing. An echocardiogram and an x-ray will be performed prior to a scheduled device change out procedure to determine if the right atrial lead had dislodged. No adverse patient effects were reported.